Manufacturer narrative:
As reported, the patient experienced a hernia recurrence and seroma post implant of the ventralex st mesh. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the reported patient's postoperative complications. Hernia recurrence, and seroma are known inherent risks of hernia repair surgery and are labeled as possible complications in the instructions-for-use, supplied with the device. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported on (B)(6) 2024 the patient underwent ¿surgical treatment for 0.8 cm epigastric hernioplasty using the ¿sublay¿ technique with anchoring of the vertices as recommended by the manufacturer.¿ the treatment was carried out using ventralex st mesh. The patient returned 7 days postoperatively with no evidence of complications. The patient presented in (B)(6) 2024, and it was noted that the patient had an early recurrence of the hernia (approximately 60 days) and the only post-operative complication was the presence of a subcutaneous seroma, which was treated with local puncture and antibiotic therapy. There was no external extrusion of the mesh. Reportedly the patient underwent ultrasound imaging during which visualized detachment of the edge of the mesh and hernia recurrence with presence of bulging in the mesh.